Manufacturer narrative:
(B)(4). Method: three neopuff fascia and valve systems were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected for the reported damage. Results: visual inspection revealed that the manometer manifold port was broken on all three fascia and valve systems. Conclusion: the damage observed on the returned components was most likely the result of some form of impact damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A hospital in canada reported to a fisher & paykel healthcare (fph) representative that the valve assembly on the front fascia of three rd900 neopuff infant resuscitators were broken. This was found prior to patient use.